Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture discovered during breast implants revision surgery". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Devoce evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 5 openings on the device with the following assessments, 1 fold flaw opening, 3 surgical damage and 1 inconclusive. As per the investigation procedure, creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant rupture discovered during breast implants revision surgery". This record is for the left side. The device was explanted and replaced.